Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was intended for use during a duodenal diagnosis procedure. According to the complainant, foreign material was noticed at the end of the needle. This was noted when the device was taken out of the package, before entering the patient's body. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device was received in its original pouch inside a protective hoop. The device was removed from the protective hoop and a visual evaluation found a foreign substance on the tip of the interject needle. After further analysis, assisted by magnification, the foreign substance has a slight opaque hue and small fibers embedded within the particle. It appears that the substance is dried adhesive, or possibly silicone, which is applied to the inner sheath of the device for lubricity purposes. A functional evaluation was performed and found that the needle could be extended and retracted as intended. The most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was intended for use during a duodenal diagnosis procedure. According to the complainant, foreign material was noticed at the end of the needle. This was noted when the device was taken out of the package, before entering the patient's body. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.